Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution via an unspecified infusion pump. After an unspecified length of time in use, the secondary tubing set was primed and connected to the primary tubing set for piggyback delivery of an unspecified medication. The customer contact reported the secondary medication either did not flow when initiated or after an unspecified length of time in use, the infusion pump alarmed and the nurse noted that the secondary medication did not flow. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.